Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed post treatment and blood was noticed in the dialysate. Nurse stated that very little or no blood was lost as the blood had been returned to the pt. Estimated blood loss was less than 10cc's. Sample has not been returned to the MFR.